Manufacturer narrative:
Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected and pressure tested for leak. Additional information was also sought from the hospital, but no response has been received. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked along its length. The inspiratory limb was found damaged over a length of about 27 cm, next to the patient end connector. The pressure test revealed that the circuit exhibited some leak and was out of specification. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine what has caused the collar to crack, however based on previous investigations, the crack is most likely due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. We could also not determine what had caused the damage to the inspiratory limb: it appeared squashed, possibly from being clamped. Its performance was not affected by this damage. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged during use. The user instructions that accompany the rt266 state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt266 infant dual-heated evaqua2 breathing circuit had cracked on the collar of the expiratory limb. No patient consequence was reported.